Event description:
It was reported that the patient experienced st segment elevation and cardiac arrest. During a procedure to treat atrial fibrillation, after gaining access to the right atrium, the ice catheter was inserted, and mapping of the left atrium and pulse veins were created using carto sound. Ice and fluoroscopy were used to verify transeptal puncture and crossed using veracross connect. Once access to left atrium was acquired, the physician aspirated and flushed the faradrive steerable sheath before inserting the non-boston scientific mapping catheter to create map of left atrium and pulmonary veins. The non-boston scientific mapping catheter was extracted and exchanged for a farawave pulsed field ablation catheter. The sheath was then flushed and aspirated before advancing into the body. The farawave catheter was advanced into the left atria, and merit inqwire rosen j tip guidewire was advanced into the left superior pulmonary vein, where two lesions were given in the flower configuration. The guidewire was pulled back and inserted into the left inferior pulmonary veins, where another two lesions were given in the flower configuration. The physician pulled back the wire into the farawave catheter and gave 2 lesions to the posterior wall. At this time, the physician noticed st segment elevation on inferior leads of 12-lead EKG. The patient rhythm degraded into ventricular tachycardia and two rounds of compressions were given. The patient was then shocked, and code blue was called. The code team entered the room, and rhythm was determined to be stabilized. An interventional cardiologist was then called to perform left and right heart angiogram on the patient. The patient was determined to be stable, the catheters were extracted, and the patient was transported to the intensive care unit (ICU). The device was received for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced st segment elevation and cardiac arrest. During a procedure to treat atrial fibrillation, after gaining access to the right atrium, the ice catheter was inserted, and mapping of the left atrium and pulse veins were created using carto sound. Ice and fluoroscopy were used to verify transeptal puncture and crossed using veracross connect. Once access to left atrium was acquired, the physician aspirated and flushed the faradrive steerable sheath before inserting the non-boston scientific mapping catheter to create map of left atrium and pulmonary veins. The non-boston scientific mapping catheter was extracted and exchanged for a farawave pulsed field ablation catheter. The sheath was then flushed and aspirated before advancing into the body. The farawave catheter was advanced into the left atria, and merit inqwire rosen j tip guidewire was advanced into the left superior pulmonary vein, where two lesions were given in the flower configuration. The guidewire was pulled back and inserted into the left inferior pulmonary veins, where another two lesions were given in the flower configuration. The physician pulled back the wire into the farawave catheter and gave 2 lesions to the posterior wall. At this time, the physician noticed st segment elevation on inferior leads of 12-lead EKG. The patient rhythm degraded into ventricular tachycardia and two rounds of compressions were given. The patient was then shocked, and code blue was called. The code team entered the room, and rhythm was determined to be stabilized. An interventional cardiologist was then called to perform left and right heart angiogram on the patient. The patient was determined to be stable, the catheters were extracted, and the patient was transported to the intensive care unit (ICU). The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual examination revealed no visual abnormalities. Functional evaluation of the sheath was successful as the device was observed to achieved and maintained deflection. The unit passed leakage inspection test without any problems. Microscopic inspection of the hemostatic valves did not find any abnormalities or defects that could have contributed to the patient complications of this event. Based on this device analysis, the returned sheath did not have any abnormalities and was evaluated to perform its intended functions, conforming to product design specifications. Therefore, there is no indication of quality or manufacturing deficiency associated with the manufacturing of this device that contributed to the complications of this adverse event. St segment elevation is considered within the risk threshold of embolism and ventricular tachycardia is considered within the risk threshold of arrhythmia. Embolism, arrhythmia, and cardiac arrest are expected procedural complications addressed within the IFU for the faradrive sheath.